Event description:
It was noted that the lead was dislodged. When repositioning was unsuccessful the lead was explanted. During the procedure a possible arc mark was seen on the competitor device can and an unusual appearance of the rv shock coil was noted. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.